Manufacturer narrative:
A review of the manufacturing records showed all requirements were met; the lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. The data-card log confirmed the customer¿s account of tip too warm error occurring during treatment. If a treatment tip¿s thermistors exceed the maximum temperature limit due to accelerated thermistor temperatures during active mode, the temperature monitor will catch this condition and display a ¿tip too warm¿ error and place the system into a safe state. This condition presents no patient risk. Blisters are a known possible side effect during a thermage flx treatment. The procedure produces heating in the upper layers of the skin, and may cause burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device.

Manufacturer narrative:
Based on the evaluation of the data, the system and hand-piece perform as expected for all 3 treatment tips. Cryogen looked to be flowing during the use of all 3 treatment tips. During treatment with both tip 1 and tip 2 thermistor 3 registered higher temperatures than the other three thermistors by 9-12 degrees centigrade. Upon evaluation of the returned treatment tips both tip 1 and tip 2 passed leak, visual, and thermistor testing. No functional testing was performed on either tip because they have no treatment time remaining. System has software safeguards (such as a power on self-test) that will trigger error/event codes should system be outside of acceptable limits. The review of the system/data logs does not indicate there is any hand-piece or system issue present. A review of the batch history records is underway. Additional information has been requested but not yet received. Based on all available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
It was reported by a physician that during a thermage laser treatment the patient they were treating experienced blistering and tissue damage on the right side of the face and neck, which led to scabbing. The physician performed a full face thermage treatment at a power level between 2.5 and 3.5. During the treatment the physician used ample cryogen and coupling fluid on the treatment area. The physician observed a tip too warm error message after 170 pulses, at which time they removed the first tip and continued with a second treatment tip. After 427 pulses with the second tip the physician noted a second tip too warm error, and again replaced the treatment tip. The treatment was completed with the third tip without any additional error codes observed. The patient was administered tylenol and pro-nox during the procedure. Following the treatment the physician observed blisters, bumps, and raw tissue on the right face and neck area. The physician recommended that bacitracin be applied to the affected area. The patient's current condition is healing with scabbing across the right face and neck, and continuing use of bacitracin. The possibility of scarring is unknown at this time.